Manufacturer narrative:
Results: two open 32g x 4mm pen needle samples and three photos were returned from an unknown, lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and photos and it was observed that the cannula was missing from both samples. Conclusion: evaluation of the defect sample indicated that the adhesive bond had separated from the hub component. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. (B)(4).

Event description:
It was reported the needle was detached after use with a bd micro-fine plus¿ insulin pen needle. No medical interventions or injury.